Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause unknown. Customer administered a correction injection as well as performed a supply change to address the bg. It was also reported that the customer was experiencing intermittent occlusion alarms. Customer performed a supply change to address the occlusion. Customer continued to use the pump for insulin delivery.